Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record reviewed indicated no non-conformities related to this lot therefore supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, the manta deployment steps were followed appropriately. However, during the final steps of deployment, the skin tented while withdrawing the device. The skin tenting was due to the access site not having neutral digital pressure applied while withdrawing the manta; altering the puncture location and deployment depth from the initial measurement of 2.5cm +1 cm and resulting in a shallow tract deployment of the device. A surgical cut down visually confirmed the collagen, toggle, and lock intact in the tissue tract.

Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta was used for closure of femoral access. The patient required surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The manta instructions for use also provides precautions that include: in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices including access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. The manta instructions for use lists procedure requirements that include: if the manta closure does not deploy properly in the artery and hemostasis is not achieved, the closure and all absorbable components may be removed from the patient if medically necessary.

Event description:
The patient had a transcatheter aortic valve replacement (tavr) on (B)(6) 2020. The patient's femoral artery measured 9.0 mm in diameter and was reported to have minor calcification present. The heart valve was delivered using a 16f sheath. The reporter confirmed the operator had no difficulties advancing or withdrawing procedure sheaths. The manta 18f vascular closure device (manta) deployment depth was measured at 2.5 cm. + 1.0 cm. Protamine was administered to the patient 60-120 second prior to the deployment of the manta. The reporter stated proper steps were taken for access, measurement of manta deployment depth, tension during manta deployment and execution of the lock compaction. It was reported that when the manta was pulled back to deployment depth, the skin may have "tented", altering the deployment depth from what was measured. The reporter stated that the deployment was made too shallow resulting in the entire manta device being deployed perfectly in the tissue tract. Hemostasis was not achieved with manta. A balloon nor covered stent was able to be advanced to the closure site from the contralateral side due to tortuosity of the iliac vessels. A surgical cut down was done where the collagen, toggle and lock were located intact in the tissue tract. The entire manta device was explanted from the tissue tract. Hemostasis was achieved through surgical repair.